Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina, dyspnea, myocardial infarction, nausea and thrombosis are listed in instructions for use (IFU) xience alpine everolimus eluting coronary stent systems as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6) study report. It was reported that on (B)(6) 2018, a 3.0x12mm xience alpine stent was successfully implanted at the mid left anterior descending (lad) coronary artery, 90% stenosed lesion. Starting on (B)(6) 2018, the patient was hospitalized for initial abdominal pain, dyspnea, nausea/vomiting, and diaphoresis. An st elevated myocardial infarction (stemi) was diagnosed, elevated cardiac enzymes were noted, and mid lad thrombus were observed. As treatment, balloon angioplasty and a thrombectomy were performed at the mid lad. Medications were also provided. On (B)(6) 2018, the event resolved without sequela and the patient was discharged from the hospital. No additional information was provided regarding this issue.